Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by sensing integrity counter (sic) and impedance variation. There was also an alert as the implantable cardioverter defibrillator (ICD) incorrectly detected rv pacing impedance as 0 ohms. Both alerts occurred while the patient was having a breast reduction surgery. The device and lead remain in use. No patient complications have been reported as a result of this event.